Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 49 events were reported for this quarter. Product return status 1 device was received. 48 devices were evaluated based on historical data analysis. Additional information 49 devices were not labeled for single-use. 49 devices were not reprocessed or reused.

Event description:
This report summarizes 49 malfunction events in which the device reportedly overheated. - 41 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 7 events had patient involvement; no patient impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.